Event description:
It was reported that "during the product preparation prior to the a-line procedure, it was found that the guidewire was bent." There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one arterial catheterization assembly for analysis. The guide wire tube and the catheter/needle assembly were not assembled upon return. No obvious signs of use in the form of biological material were observed on the device. Visual and microscopic analysis revealed the guide wire was kinked towards the distal end. The distal weld was full and spherical. Microscopic analysis within the hub tube adapter revealed a perimeter of flash within the adapter and damage which appears consistent with the needle cannula or guide wire forcing itself through the perimeter during assembly of the hub tube adapter into the needle hub. Another piece of flash was observed on the distal tip of the adapter. It was noted that the adhesive between the tube hub adapter and the guide wire tube appeared visible. The kink in the guide wire measured 2 mm from the distal tip. The outer diameter of the guide wire measured 0.387 mm, which is within the specification limits of 0.381-0.404 mm per guide wire product drawing. The inner diameter of the needle cannula measured 0.017", which is within the specification limits of 0.0165"-0.0180" per needle cannula product drawing. Functional testing was performed based on the instructions for use (IFU). The IFU provided with this kit states, "remove guard. Trial advance and retract guidewire through needle using guidewire handle to ensure proper function." The guide wire was able to advance through the cannula; however, resistance was observed due to the kink at the distal end. It was noted that during assembly of the tube adapter into the needle cannula, the guide wire interacted with the sides of the opening and the perimeter of flash within the adapter due to the kink at the distal end. Finished good ra-04122 is sold in two components: the guide wire tube and the catheter/needle component, which are assembled by the user by inserting the hub adapter to the cannula hub. It is unknown whether the guide wire was exposed past the adapter prior to assembly of both components during preparation. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user , "precaution: prior to insertion, ensure guidewire is returned to the original position before insertion or blood flashback may be inhibited. If resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The customer report of a kinked guide wire was confirmed through investigation of the returned sample. The guide wire had a kink towards the distal end. Finished good ra-04122 consists of two components: the guide wire tube and catheter/needle, which are assembled by the user via insertion of the hub adapter into the needle hub. If the guide wire handle was not in its original position prior to assembly, the guide wire would be exposed past the adapter, making it prone to damage against the hub adapter or needle cannula. Signs of damage were observed within the hub adapter which suggests interactions between the cannula and/or guide wire with the edges of the adapter opening/perimeter of flash. Manufacturing stated the potential of mispositioning of the guide wire during assembly and the flash on and within the adapter will need to be further investigated at the manufacturing facility. Based on these circumstances, it was determined that manufacturing likely caused or contributed to the reported event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.